Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed off before an invasive procedure was performed. After the procedure was complete, the patient went into incessant ventricular tachycardia/ventricular fibrillation and external defibrillation was administered. After this, the device could not be interrogated.